Event description:
It was reported that approx. 76 months after the implantation the patient received inappropriate shocks due to oversensing. The lead was explanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 54cm and 58cm proximal to the lead tip. The distal and medial fragment were received for analysis. The proximal fragment including the df4 connector pin was not returned. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragments was scrutinized, including a visual inspection. The analysis showed multiple abrasion marks along the lead fragments. In particular the insulation in the distal end region of the distal fragment was found rubbed through, which is assumed to be the root cause of the observed oversensing leading to inappropriate shocks. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Diagnostic images clarifying this assumption, were not available. Further damages such as a deformed fixation helix, deformed rv shock coil and a stretched inner coil, most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process.